Manufacturer narrative:
The actual administration sets involved in the complaint were discarded by the user and thus unable to be returned or evaluated. The complainant returned one unopened set each from the affected lots. Those sets were evaluated with a flow test, and performed according to specification. No leak was tested. Without the actual sets described in the complaint, a complete investigation is not possible. Without the involved administration set, the complaint could not be fully investigated. This is a retrospective filing.

Event description:
Using the words of the initial reporter: while assisting a patient with a tpn treatment, "the nurse claims one administration set had leaking from the top of the filter and the tubing was open at the connection while priming the set. She changed the set to one from a different lot number then had the same issue with the new set, the tubing was open at the connection of the tube to the filter and leaking during priming." This is the third of 3 reports - one for each reported set lot number. No injury to the patient was reported. (B)(4).